Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on june 19th, 2021 that on (B)(6) 2021 there was a failure to alarm for an asystole event on the central station. No injury was reported with this event.